Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: pharmaceutical. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Additional information was provided on 28jun2021. It was reported that the procedure was completed with a drain of the same size.

Event description:
It was reported a patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unknown procedure. While the operator was removing the device from the packaging, the tip was noted to be "a little bent." The device was described as breaking before it was able to be used on the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. Agility logistics contacted cook regarding a complaint on one ult10.2-38-25-o-5s-cldm-hc from lot# 10087750 occurring in brazil. The tip was bent and then broke upon removal from the package. No part of the device contacted the patient and another device was used to complete the procedure. No adverse effects were reported. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. No photos were taken to aid in investigation and evaluation. However, a document based investigation evaluation was performed. The device master record (dmr) was reviewed. The device is 100% inspected for defects. The design history file contains controls related to the reported failure. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot did not find any relevant nonconformances. There are no additional complaints on this lot. There is no evidence of non-conforming material in house or in the field. Instruction for use document [t_multi-rev5] is packaged with this device. It is stated: upon removal from package, inspect the product to ensure no damage has occurred. Based on the device failure analysis, device history record, and device master record, there is no indication the device was manufactured out of specification. Based on the information provided and the results of the investigation, the most likely cause of damage was transport/storage. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.